Manufacturer narrative:
Haemonetics sent a field service engineer to evaluate the pcs®2 plasma collection system in order to check for any faults, the machine was found to meet specifications and did not have any defects which required repair. There was no evidence of a device malfunction found. The disposables were discarded by customer, without physical sample haemonetics is unable to determine root cause.

Event description:
On (B)(6) 2020, haemonetics was notified of a donor fatality which had occurred within 24 hours of the donor's last plasma donation procedure, utilizing the pcs®2 plasma collection system. The plasma collection procedure was completed, the pcs®2 plasma collection system collected 879ml plasma. The donor was reported have left center in good health. The cause of death was reported to be unknown; a copy of the corners report was not available at this time.